Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experienced low blood glucose. The customer¿s blood glucose at the time of event was unknown but value was in 40 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food or carb intake. No further patient complications were reported. Troubleshooting was performed. The product will not be returned for analysis.